Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on a laparoscopic bypass, the stapler was able to fire. There was blood loss of 500cc or more. Reoperation was done to resolve the issue. The patient was hospitalized for 23 days including urinary tract infection. There was sub occlusion and patient injury.